Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft fracture occurred. The 38x3mm, eccentric, 90% stenosed lesion being treated was located in the severely calcified, severely tortuous left anterior descending artery. Using a pt2 guide wire ,the physician predilated the lesion with a non-bsc balloon catheter then advanced a 3.00x38mm promus element stent delivery system (sds) to the target lesion. Upon inflation of the balloon the shaft fractured. The sds was successfully removed and the procedure was completed by implanting a 2.75 x 38mm promus element stent. No patient complications occurred and the patient's status is stable.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)